Manufacturer narrative:
(B)(4). Maude report number mw5071917. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure; the trocar was inserted into the patient¿s abdomen and upon use of the port site, the trocar split in half with the distal portion to the user falling off into the patient¿s abdomen. This portion was retrieved upon procedure completion. There were no adverse patient consequences reported.